Event description:
It was reported that the pump dispensed insulin during the load cartridge phase. The pt was disconnected from the infusion site at the time of the event.

Manufacturer narrative:
There is not adverse event associated with this complaint. The pump was returned to animas for eval. Review of the black box reveals loss of prime warnings associated with empty cartridge alarms. There was no evidence in the black box of "no cartridge detected" warnings. During eval, the force sensor was found to be out of calibration. Moisture was found inside the force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.